Manufacturer narrative:
Analysis results not available; the device was not returned for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that before the surgery, it was found that the wire had punctured the balloon; it was not used on the patient. There was no patient impact.

Manufacturer narrative:
Product evaluation: the nim emg tube was received for analysis. Visually, the electrode wire was bent at the blue band on the main tube. A syringe was used to inject the cuff with air and it was noticeably leaking in under 5 seconds. The cuff was fully deflated and it was determined that all electrode wires were within their respective lumens. The cuff was inflated again and submerged in water; it was determined the leak was in middle of the cuff (approximately 0.34¿ before the proximal end of the wire in the lumen) and aligned with the bent electrode wire. When viewed under magnification, there was a puncture in the cuff measuring approximately 0.01¿. During the analysis, the cuff was cut at one end and pulled back to view the lumen closest to the cuff puncture, it was punctured as well, and the lumen contained an abrasion on the inside diameter near the puncture. A reserve sample emg tube was manipulated and bent and the damage observed in the complaint sample was reproduced on the reserve sample (punctured cuff / lumen and bent electrode wire). The IFU indicates ¿there is a greater risk of damaging the tube under extreme operating conditions, such as excessive bending, prolonged procedures, and repeated manipulation¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.